Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system booting to blue screen. Upon troubleshooting. The philips remote service engineer (rse) checked the system and found that intermittently bluescreen from data monitor and bluescreen in data monitor, confirming hardware problem related to host pc. Quote for evaluation and repair service was sent to the customer and customer cancelled the quote. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was booting to a blue screen, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.